Event description:
Pt found unresponsive at dialysis center by certified clinical hemodialysis tech. Pt found with no pulse and agonal breathing. Ens notified at 1435. AED pads applied while providing chest compressions. AED prompted to place left lower pad x3. Ensured electrodes connected and repositioned pad. Restarted AED by closing and opening machine; however, machine continued to prompt to place left lower pad. Ambu bag and chest compressions continued until ems arrived at 1445 and utilized their AED; ems took over and transported pt to local hospital.